Event description:
It was reported that a cartridge did not fit onto the pump. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range and a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A cartridge change was performed resolving the issue. Customer¿s blood glucose level was 130-142 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.